Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned for evaluation. The evaluation is still underway. An initial evaluation consisted of a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. There is no indication of a device malfunction that contributed to the patient passing.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2017 while wearing the lifevest. The patient's spouse reported that when she checked on the patient at 6:30am, the device was alarming to perform CPR. The spouse called for paramedics who attempted to perform CPR. The patient was transported to the hospital and CPR was attempted. The patient was pronounced dead shortly after 7am. Per review of the downloaded ECG and flag data, prior to passing, the patient received five defibrillation shocks from the lifevest. At 06:08:11 am on (B)(6) 2017 the device first detected vf. The first three treatments were delivered between 06:08:48 and 06:09:31. The post shock rhythms for the first two treatments was af with recurrent vf. The post shock rhythm of the third treatment was af with nsvt. The device detected bradycardia from 06:21:13 to 06:29:38. Between 06:39:50 and 06:41:25 the device delivered two additional treatment shocks during vf. The post-shock rhythm of the fourth treatment was severe bradycardia at 20 bpm. The post-shock rhythm of the fifth and final treatment was severe bradycardia at 15 bpm degrading to asystole. The device detected and alarmed for asystole multiple times before the electrode belt was disconnected at 07:06:11am. Post-shock asystole is a known potential outcome of defibrillation. There is no indication of a device malfunction contributing to the patient death.